Manufacturer narrative:
Additional information: medtronic received information that the site used a second head coil to complete the subsequent procedure.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a cranial resection, the intra operative and pre operative images would not align. It was noted the mismatch were in the superior and anterior regions of the images. It was reported that the scans were accurate where needed and the site continued as planned. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.